Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There were no button error alarms were noted. The pump was received with a cracked case at the lcd window corners and cracked battery tube threads. The pump was received with a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that while entering her carbs, the up and down button did not work. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that the pump was not dropped or bumped. Customer stated that a button was not pressed for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.